Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2018-00113.

Event description:
It was reported that two final screwdrivers were broken during surgery while trying to loosen a blocker. An alternative driver was used to complete the procedure. There was a delay greater than 30 minutes during the procedure as the surgeon was trying to find the alternative driver, but there were no reported patient impacts associated with the delay. This is report one of two for this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information in UDI number and method, results, and conclusions codes. The driver was not returned so an evaluation was unable to be performed. As such, there are no results available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that two final screwdrivers were broken during surgery while trying to loosen a blocker. An alternative driver was used to complete the procedure. There was a delay greater than 30 minutes during the procedure as the surgeon was trying to find the alternative driver, but there were no reported patient impacts associated with the delay. This is report one of two for this event.

Manufacturer narrative:
Additional information in concomitant medical products, and methods, results and conclusions codes. The returned device was examined. The tip was fractured and twisted. The complaint is confirmed. Based on the direction of the twist, the device could be damaged during blocker removal due to a torsional failure or not being seated properly.

Event description:
It was reported that two final screwdrivers were broken during surgery while trying to loosen a blocker. An alternative driver was used to complete the procedure. There was a delay greater than 30 minutes during the procedure as the surgeon was trying to find the alternative driver, but there were no reported patient impacts associated with the delay. This is report one of two for this event.